Event description:
It was reported that the device was displaying an "abnormal energy delivered" message, when an open air discharge was performed with an impulse 3000 defib analyzer. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control asked the customer to confirm that the model tester was biphasic compatible. The customer's biomed later indicated that it appeared as if the user had dropped the paddle assembly and the metal plate had become disconnected from the paddle assembly. Physio-control recommended to replace it with another unit and re-test. The customer was also educated on how to perform a simple impedance test on the paddle assembly to ensure continuity through the cables and paddles. The customer later confirmed they had replaced the hard paddle assembly and the device had been placed back into service. The removed hard paddle assembly will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.